Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 0087323. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system leaked through the extension during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "intimate catheter leakage through extension, immediately after peripheral puncture (when salinizing catheter after puncture). There were 2 catheters with the same leakage problem. The patient was punctured 3 times, due to a problem with the intimate catheter. The third puncture was performed with (B)(4), due to the problem with intima."